Manufacturer narrative:
A product investigation was completed: the investigation of the screwdriver shafts shows that the dismantled parts of area on locking mechanism are rusty. The articles show clear traces of the cleaning agents and disinfectants by reprocessing. Regarding corrosion it can be stated, that all materials, including so called stainless steel as well, are conditionally only rust-resistant. All metallic contacts on humid or wet condition create electrolytic reactions with contact corrosion as result. The root cause was determined to be improper reprocessing. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 30 march 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was rust inside the holding sleeve. It was reported the event occurred intra-operatively but before it was used, so there was no patient impact. This is report 2 of 2 for (B)(4).